Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.